Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a lateral case they reported an alleged screw placement deviation. The site completed a successful registration, and then sent to the arm to right l4 and placed the screw. The site then went to right l5 and the dilator looked accurate on navigation but was high and on the top of the pedicle. The site completed a flouro and determined that the previous screw was off plan. The site then re-did the snapshot and registration, and the trajectory was still inaccurate. The deviation for l4 and l5 are approximately two millimeters superior. The site aborted the lateral case and moved to a prone case with the guidance system which was completed successfully. There was no patient harm and the procedure was delayed less than one hour.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: a medtronic representative went to the site to perform a system check out and they found that the system functioned as intended. B01, c19, d14 are applicable to the system checkout. The exports/logs were returned for clinical analysis. The analysis determined that the root cause of the deviations of right l4 and right l5 screws to be a platform shift due to poor attachment of the schanz pin to the bone. It was reported that the surgeon checked the rigidity, but possibly due to lateral position of the patient and forces acting on platform in combination with a strong skiving potential, the tools slipped superiorly (and perhaps laterally, no ap image to confirm). When flipped to a prone position, the platform was re-attached properly and hence the trajectories were executed accurately. B01, c13, d11 are applicable to the clinical analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.